Manufacturer narrative:
A solenoid valve was returned for analysis. Visual inspection of the solenoid valve (sol4) revealed evidence of broken connector tubes on the solenoid valve and missing red label on the valve. An investigation was performed, and the product analysis technician reported that the root cause was due to the physical damaged resulted in broken connector tubes on the solenoid valve (sol4).

Manufacturer narrative:
The service engineer (se) inspected the device and confirmed the reported issue. The se replaced the solenoid valve and data acquisition (da) board to address the issue, and the unit passed all testing.

Manufacturer narrative:
A data acquisition (da) board was returned for analysis. Visual inspection of the data acquisition (da) board revealed no evidence of damage or contamination. An investigation was performed, and the product analysis technician reported that no fault was found.

Manufacturer narrative:
A solenoid valve was returned for analysis. An investigation was performed, and the product analysis technician reported that the, although the red label that would show the information about the solenoid is missing, the solenoid operates at the pil without issue or error code and passes all testing in test 4 of the service manual.

Manufacturer narrative:
There was no patient involvement. The unit was being set up for use, with no delay to therapy noted.

Event description:
It was reported that the ventilator had proximal pressure sensor auto zero failed error code. There was no patient involvement. The unit was being set up for use, with no delay to therapy noted.